Manufacturer narrative:
The field service engineer (fse) found the probe rinse block (rb1) needed an adjustment. The fse filed both the stopper and screw on rb1 to make adjustment, allowing proper travel of rb1, which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures.

Event description:
The customer reported a leak of diluent of approximately .05 cubic centimeters coming from the probe wash block of the coulter lh 500 hematology analyzer while running latron. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The date of manufacture listed in the initial report was found to be incorrect; the correct date is provided in this supplemental report.